Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. However, during inflation, the balloon ruptured. No balloon pieces left in the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. However, during inflation, the balloon ruptured. No balloon pieces left in the patient's body and the procedure was completed with a different device. There were no patient complications reported.